Manufacturer narrative:
The complaint was not confirmed. Retain devices performed as expected when tested by beckman coulter inc. (Bci) using controls and low (53miu) and high (106miu) quantitative positive clinical urine sample. Pt samples were not submitted to bci. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results from the icon 20 hcg test kit. The customer reported that at least six (6) pts gave negative (-) urine results when tested with the icon 20 hcg test kit. Upon ultrasound testing, positive (+) results were obtained. Per ultrasound result, the pts varied from 7-13 weeks gestation. No injury has been reported as a result of this event.